Event description:
Boston scientific received information that this lead exhibited high pacing thresholds and was found to be fractured. The lead was abandoned and replaced. To date, there have been no additional adverse patient effects reported.

Manufacturer narrative:
The lead was surgically abandoned and successfully replaced.